Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the edge of the coring knife appearing almost hammered rather than flush can be confirmed based on the evaluation of the returned coring knife. The coring knife, serial number (B)(6), was returned in a plastic sample jar. The knife edge slightly dug into the side of the jar. Longitudinal witness/finishing marks were visible along the entire angled area of the knife¿s blade end. These marks are consistent with the rework process. Small rust spots were observed on some areas of the knife. Visual inspection of the knife under a microscope did not reveal any major areas of damage or defect to the blade edge; however, there were several small spots of rollover, likely from hitting sides of the jar, and a small void was observed in an area of rust. A cut test was performed using a sheet of polyurethane foam. The knife cut completely through the sheet in less than one-quarter rotation while applying light pressure. The test was repeated two additional times with identical results. A test coring knife was also used to cut the polyurethane sheet and felt comparable to the returned knife. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The receiving inspection information indicated that coring knife s/n (B)(6) was part of a batch of reworked knives. The knife passed all functional tests and inspections. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the apical coring knife as an optional component for device implantation in the introduction section. The surgical procedures section provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during apical coring, the surgeon could not obtain a clear core with the coring knife and could only partially core. The coring was completed with an 11-blade knife. The ventricle was not noted to be thick and there was no thrombus present.

Event description:
It was reported that the edge of the coring knife appeared almost hammered rather than flush. The coring knife cored without issue. There was no functional difference.

Manufacturer narrative:
Section a: no patient was involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.